Event description:
Per the clinic, the patient experienced chronic infection at the implant site, due to protrusion of the device. The patient was treated with oral antibiotics, and the device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.